Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the stored electrograms revealed non sustained right ventricular oversensing. The device was post-paced t-wave oversensing on the ventricular lead during which the patient did not receive therapy. No programming changes have been made by the physician. The patient was without symptoms and is doing well.